Event description:
It was reported the device reached elective replacement indicator (eri) and there was rapid battery drain over the past six months. It was noted that the lead pacing threshold and impedance were normal and that primary prevention shocks were rarely delivered. The device remains in use. The device was later explanted and replaced for early eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 3.04 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012 is before device eri less than equal to 2.62 volt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis revealed the battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 3.04 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012, is before device eri less than equal to 2.62 volt. The device was returned and analyzed. The actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device reached elective replacement indicator (eri) and there was rapid battery drain over the past six months. It was noted that the lead pacing threshold and impedance were normal and that primary prevention shocks were rarely delivered. The device remains in use. No patient complications have been reported as a result of this event.